Event description:
It was reported that, when the urethral stent package was opened during the operation and ready for placement, it was found that the drainage hole on the head of the ureteral stent was broken, and the stent had been replaced intraoperatively.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation noted received 3 photo samples. First two photo samples show non bd stent product. Third photo sample shows bd stent with pigtail end broken. Therefore, the reported event is confirmed. Instructions for use were reviewed for this investigation. The labelling was reviewed and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, when the urethral stent package was opened during the operation and ready for placement, it was found that the drainage hole on the head of the ureteral stent was broken, and the stent had been replaced intraoperatively.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.